Event description:
Upon service of the device, review of the ventilator diagnostic history indicated there was an occurrence of an air source fault with subsequent loss of gas supplies during operation. Loss of both gas supplies will affect the function of the ventilator during operation. If the ventilator is operating and no air flow is detected, and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The customer reported to the manufacturer's field service engineer that the device had been operating in normal ventilation mode when it alarmed and shut down and was running very hot. The customer reported no patient harm. During evaluation, the service engineer observed a plastic bag inside the blower fan area, which prevented the blower from spinning and the blower would get hot. The unit had been serviced recently. The service engineer removed the plastic bag to resolve the reported problem. Applicable final testing was performed to operating specifications and passed.